Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure to treat atrial flutter. It was reported that a higher-than-expected temperature appeared. When they attempted to perform a radio frequency application, the ablation stopped due to excessive catheter tip temperature. Replacing the catheter resolved the issue. The procedure was completed successfully without patient complications. It is unknown if device is available for return.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Updated event description and duplicate report captured in related report number

Event description:
The intellanav mifi open-irrigated catheter was selected for use during the procedure to treat atrial flutter. It was reported that a higher-than-expected temperature appeared. When they attempted to perform a radio frequency application, the ablation stopped due to excessive catheter tip temperature. Replacing the catheter resolved the issue. The procedure was completed successfully without patient complications. It is unknown if device is available for return. Additional information was received the device is still in hospital facilities. The error was shown by maestro screen, high temperature due to misleading basal temperature detected by the catheter.